Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that impaction platform broke. Product evaluation and results: visual inspection : as per attached picture it shows the disassociated components of impaction platform. Product history review: review of the device history records indicate 104 devices were manufactured and accepted into final stock on 05/26/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206270, lot 45010216 shows 03 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Impaction platform broke. Case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform broke. Case type: tha.